Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 11 years and 6 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported peri-implantitis was observed during the implant removal surgery. The patient has since recovered.